Manufacturer narrative:
Examination of the returned keel punch confirmed one of the tabs was fractured. The investigation could not draw any conclusions about the root cause of the fracture; however, heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) has been initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The keel punch would not attach properly to the handle. Surgeon used another keel punch and the attachment nub on the 2nd punch broke upon impaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.